Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
Correction: sectiond7: the explant date was inadvertly left out from the initial report, it has been added to this report.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31827. It was reported that during device assessment, all the contacts on both the leads showed high impedance. As a result, surgical intervention was undertaken where in the both leads were explanted and replaced resolving the issue.